Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this implantable cardioverter defibrillator (ICD) device presenting electrogram (egm) due to concerns of inappropriate therapy delivery. Upon review, the presenting egm showed patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) rhythm. The ICD delivered bursts of anti-tachycardia pacing (atp) and shock in an attempt to convert the rhythm. The shock converted the rhythm. It was determined that the therapy was inappropriate. Further review of the episode showed that pacing was inhibited, and ts was unable to confirm if patient rhythm was in a one-to-one ratio or if it was a dual arrythmia. Ts discussed reprogramming options with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported.